Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No moisture damage was found inside the pump. The pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No calibration sensor error was noted. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and moisture damage from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with 7 units via manual injections. The customer stated that when he changed his infusion set and pulled out the reservoir, he noticed insulin inside of the pump. The customer stated that insulin leaked into the reservoir compartment. The customer was unsure if the o-ring inside the lip of the reservoir compartment is missing. The customer declined to troubleshoot for high readings.